Event description:
It was reported on (B)(6) 2026 that the patient experienced repeated bent cannula issues across five infusion sets in (B)(6) 2026, leading to severe hyperglycemia and treated with multiple daily injections.

Manufacturer narrative:
Initial 2 of 5. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.